Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth have moved not as expected. They are extremely sensitive and filling have broken. They have large spaces between their teeth. At check in patient marked true to inflammation, sensitivity, discomfort, jaw discomfort.

Manufacturer narrative:
The patient has reported persistent issue with the tray fit, and lack of alignment progression consistent with projected outcomes. The dr is stating that continuing treatment with current aligners may result in discomfort and complications. Added letter of recommendation statement summary.